Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two events that occurred during the same procedure. Refer to manufacturer report # 3005099803-2015-02880 and 3005099803-2015-02881 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two wallflex enteral duodenal stents were used during an endoscopic retrograde cholangiopancreatography (ercp) with duodenal stent placement procedure in the duodenum performed on (B)(6) 2015. According to the complainant, the stent was used to be used to treat a malignant stricture. Reportedly, the patient¿s anatomy was not tortuous.

Manufacturer narrative:
A wallflex enteral duodenal stent delivery system was returned for analysis. The stent had been deployed during the procedure and was not returned for analysis. Visual and tactile examination of the device found no damage or kinks on the catheter. However, the stainless tube on the proximal handle was kinked. This damage is consistent with excessive force being applied to the delivery system. During product analysis, the investigator noted that it was possible to advance and retract the outer sheath. The shaft was dissected at the proximal end of the clear outer sheath. Visual and microscopic examination found no issues with the profile of the inner catheter and the stent holder. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the outer sheath was able to be advanced and retracted during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to manufacturer report # 3005099803-2015-02880 and 3005099803-2015-02881 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two wallflex enteral duodenal stents were used during an endoscopic retrograde cholangiopancreatography (ercp) with duodenal stent placement procedure in the duodenum performed on (B)(6) 2015. According to the complainant, the stent was used to be used to treat a malignant stricture. Reportedly, the patient's anatomy was not tortuous. During the procedure, the sheath would not release the first wallflex enteral duodenal stent (the subject of MFR. Report# 3005099803-2015-02880). They had to pull back on the delivery system to deploy the stent out from the sheath. The stent was deployed; however, it was implanted beyond the stricture. The stent delivery system was removed from the patient and the physician noticed that the catheter was kinked. They used a second wallflex enteral duodenal stent (the subject of MFR. Report# 3005099803-2015-02881) however, the same event occurred and the stent was also implanted beyond the desired location. Both stents were left implanted inside the patient. On (B)(6) 2015, a third stent was implanted in between the first and second stent during an esophagogastroduodenoscopy (egd) with stent placement procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.